Manufacturer narrative:
(B)(4). The sample was not returned. Baxter product surveillance contacted the nurse on (B)(6) 2011 regarding the patient's report of a leaky cassette. According to the nurse the patient has been seen several times since this event and has not reported the leaky cassette or any other issues. The patient has resumed therapy and is doing fine. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported receiving a reload set 201 alarm on the homechoice (hc) machine during priming. The home patient (hp) had opened the door and solution started to leak out. The hp closed the clamps and the hc is still alarming. The tsr had the hp check the set and membrane. The hp stated the set and membrane looked fine. The tsr assisted the hp with getting the set out and explained that the hp will have to start over with all new supplies. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The report was not confirmed and the cause of the reload set 201 alarm was not identified because the disposable set was not returned for evaluation. A batch review was performed and found no issues related to the manufacturer of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.